Manufacturer narrative:
(B)(6). The device was manufactured between 12 sep2017 and 14sep2017. The device was received for evaluation. Visual inspection verified that the bladder was ruptured. Microscopic examination did not find any signs of abnormality which may have caused the device to rupture. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor ruptured during filling with 121 ml of 5fu. There was no patient involvement. No additional information is available.